Event description:
Report received from USA stating that the device was overheating. The device was being used during surgery. No patient or user injury were reported. It is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).